Event description:
As reported, six days after use of three 6-12f mynx control venous vascular closure devices (vcds), the patient returned to the ER complaining of fever, swelling, and redness of the right groin. Antibiotics were ordered and the patient was discharged home. The symptoms were resolved without sequelae. The patient had an atrial fibrillation ablation with right groin access. The device was prepped and used as per the instructions for use (IFU). Three non-cordis sheaths were used, two were 8f, one was 10.5f. The distance between access sites was approximately 2mm. No other closure device was used at the site. There was no culture taken of the site and the white blood cell count (wbc) was within normal limits. A follow up ultrasound was not performed, nor an ultrasound prior to discharge. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, six (6) days after use of three (3) 6-12f mynx control venous vascular closure devices (vcds), the patient returned to the emergency room (ER) complaining of fever, swelling, and redness of the right groin. Antibiotics were ordered and the patient was discharged home. The symptoms were resolved without sequelae. The patient had an atrial fibrillation ablation with right groin access. The device was prepped and used as per the instructions for use (IFU). Three non-cordis sheaths were used, two were 8f, one was 10.5f. The distance between access sites was approximately 2mm. No other closure device was used at the site. There was no culture taken of the site and the white blood cell count (wbc) was within normal limits. A follow up ultrasound was not performed, nor an ultrasound prior to discharge. The devices were not available to be returned for evaluation. An image of a patient¿s right groin was received. In the image, a black marker circled an area of the groin that appears slightly red and flushed, with slight swelling observed throughout the area. However, the puncture site(s) are not visible in the image, possibly hidden in the fold of the patient¿s thigh. No other issues were noted in the image received. A product history record (phr) review could not be conducted as a lot number was not provided. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. The reported event of a ¿local reaction¿ was confirmed as a slight inflammatory response appears to be occurring. However, due to the lack of visualization of the puncture site, it is unknown whether the reaction is a result of the sealant/wound healing process or other factors. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the picture analysis and available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.